Event description:
On nov. 23, the ift of the scope was found loosen, then the user changed another scope and finished the colonoscopy examination. No harm was caused. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the loosening of the nut connecting the insertion flexible tube and the control body causes the ift to rotate (loosen), which also causes leakage. We introduced a torque wrench and changed from manual tightening to a torque wrench. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.